Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical spondylosis/herniated nucleus pulposus c4-c5, c5-c6 with myeloradiculopathy and underwent the following procedures: anterior cervical hemicorporectomy c4-c5, c5-c6 with decompression of cord and nerve roots. Use of microscope. Intraoperative ssep, emg, and mep monitoring. As per op-notes,¿ the wound was copiously irrigated. Similar procedure was then repeated at the c5-c6 level. Interestingly at that level there was a spur on the right that was also removed via hemicorporectomy of c6. He was then templated to a 7-mm graft at the c5-c6 level. This 7mm lordotic allograft was then taken and filled with infused bone morphogenic protein and placed into the disc space. Due to distraction of c5-c6 he only need a 6mm graft at c4-c5. A similar lordotic graft was taken and filled with bone morphogenic protein.¿ the patient tolerated the procedure well without any intraoperative complications.